Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The final investigation is summarized as follows: the visual investigation shows traces of wear on the worm and toothing, which can be seen due to excessive stress on the hexagon (figure 3). The functional test confirms a blocked distractor that no longer guarantees its function. The disassembly of the distractor showed a broken worm that is broken into two parts. This worm has triggered the traces in toothing by too high stress. Since this is a filigree distractor, too much stress can be caused quickly if the handling is not used correctly. Therefore, the conclusion of the investigation is incorrect handling of the distractor due to too intensive force application, based on the traces of the individual parts. The results of the documentation (DHR) confirm a correct manufacture and a functional distractor on delivery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot. Part: 487.967. Lot: l164162. Manufacturing site: balsthal. Release to warehouse date: 06.october 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2019. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, one of the screws of the titanium multi-vector distractor was deformed and could not work. Initially, the patient underwent a mandibular distraction procedure on both sides using a multi-vector distraction (mvd) system on (B)(6) 2019. After the primary surgery, the scheduled extension on both sides on the mandible were successfully performed on an unknown date. However, the surgeon recognized that it was very hard to operate the left side distractor. Then, a couple of weeks ago, the distractor was removed on (B)(6) 2019 to simulate the left mandible extension. Patient status is unknown. Concomitant device reported: mandible distractor (right) (part: 487.966, lot: unknown, quantity: 1). This report is for a titanium (ti) multi vector distractor assembly/left. This is report 1 of 1 for (B)(4).